Event description:
The complaint was received via maude report. The customer alleges that the oxygen tubing products almost choked them by cutting off the oxygen supply while using their oxygen concentrator machine. The customer reports that the devices knotted up and kinked up and did not allow proper oxygen in order to breathe properly.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation as the complaint could not be conducted since the product or a picture fo the defect was not provided. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR review could not be conducted since the lot number was not provided. The drawing (B)(4) was reviewed and it was found that the catalog number 1679 components are solid an cannot be kinked. No corrective action can be established since the device sample is not available. The customer complaint cannot be confirmed based only on the information provided. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the device sample becomes available, this investigation will be updated with the evaluation results.